Event description:
Boston scientific received info that this device and right ventricular lead displayed ventricular paced markers followed by ventricular sensed markers. Noise was also noted. Technical services reviewed an electrogram and suspected loss of capture or oversensing. The field rep could not reproduce the noise and the physician ordered a chest x-ray. No adverse pt effects were reported. Our company received add'l info five months later that this lead was explanted and replaced. No anomalies were noted upon visual inspection during the procedure. The lead was returned for analysis.